Event description:
It was reported that during a laparoscopic colorectal resection, during the tissue resection step, the device was unable to fire. The surgeon was able to press the green button, but the handle could not be squeezed. A new reload and handle were used to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p5c1136s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the articulation lever was disengaged. Functional testing could not be performed due to the condition of the instrument. It was reported that the device was unable to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by rotating the articulation lever fully to the left while a reload (sulu) is constrained in a fully articulated position to the right. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.